Manufacturer narrative:
The customer received a replacement device. Stryker product analysis center (pac) evaluated the customer's device and observed an unexpected device reset during power cycle. It was found that the white energy capacitor wire was disconnected from the j18 spade connector. The root cause of the issues was the disconnected connector. The device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon inspection, stryker observed an unexpected device reset during power cycle. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.